Event description:
Endopath linear cutter was being used by doctor during a laparoscopic appendectomy. Doctor was unable to close clip and doctor removed cutter from trocar site and attempted to operate equipment piece, he was still unable to close and maneuver clip head. Doctor requested equipment be returned to manufacturer.